Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
A properly seated lancet protrudes from the end of the cap once the device is fired. No adverse event alleged. The lancing device and lancets are being returned and replaced.